Event description:
Clinic notes dated (B)(6) 2012 indicate that the patient experienced an increase in seizures the month prior. It was noted that the patient had no change in his schedule, no missed medications, and experienced good sleep as usual with no sickness or recent illnesses, but had more anxiety last month. It was noted that the patient experienced 5 seizures the month prior. It was noted that the vns current was increased, the frequency was increased and the off time was decreased to 1.1 min. It is unknown whether or not the increase in seizures is above the patient's pre-vns baseline frequency. Attempts to obtain additional information have been unsuccessful to date.